Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these event. These are known potential adverse events addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that a patient was injected with 1 juvéderm® volbella® with lidocaine + 2 juvéderm® voluma¿ with lidocaine. The cheek was retouched with juvéderm® voluma¿ with lidocaine 3 weeks later. 8 days later, the patient was injected on the cheekbone area, nasolabial fold, and cheek with 1 cc of juvéderm® voluma¿ with lidocaine. Ice was applied on the face post-treatment. Almost 2 weeks later, patient presented ¿unmeasured inflammation¿. Patient is with possible cellulitis on the face (cheekbone areas and cheeks). Patient was treated with antibiotics and dipr / [illegible]. Patient was later treated with hyaluronidase / prednisone and antibiotics. The treatment was provided to prevent major inflammation and cellulitis. The event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00625 (allergan complaint # (B)(4), MDR ID # 3005113652-2020-00626 (allergan complaint # (B)(4), and MDR ID # 3005113652-2020-00624 (allergan complaint # (B)(4). This is the fourth MDR submitted for the fourth suspect product, juvéderm® voluma¿ with lidocaine.